Manufacturer narrative:
Follow-up #1: date of submission 10/8/15 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged, battery cap "coin slot" on top of battery cap damaged making battery cap difficult to remove. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture contamination inside pump, on battery canister and other associated electrical components.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Patient is unable to remove battery cap from pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.